Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient presented to the emergency department with complaints of syncope and back pain. An interrogation observed atrial sensing threshold measured below range and noted potential occasional atrial undersensing during episodes. Reprogramming was performed and the lead remains in use. No further patient complications have been reported as a result of this event.